Event description:
It was reported that the customer had an unspecified cartridge issue. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer changed cartridge and infusion set and resumed insulin.